Event description:
A surgeon reports that a pt has bilateral intraocular lenses implanted. The lens implanted in the left eye was examined using a slit lamp. The surgeon reports, the lens had an unusual appearance that gives the impression of suspended red blood cells. The surface of the lens appears normal. The pt is reporting symptoms of posterior capsular opacification that the surgeon confirms they have. The association between the pt's symptoms and the unusual appearance described by the surgeon is not known. The lens was implanted in 1998 and remains implanted.